Event description:
The customer reported problems with the handswitch and the image was blinking. No pt injury or loss of images.

Manufacturer narrative:
The ge service rep checked cabling (hv and interconnect), no problem. Checked ws voltages, ok. Checked connections and verified that boards are secure. No failures.